Event description:
While using the endo gia stapler, the stapler was locked on the pulmonary vein and would not release.manufacturer response for stapler, surgical, endo gia: requested return for review purposes.